Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5169479.

Event description:
Voluntary medwatch received reported: during the usage I did have severe blood sugar swings unexplained. My other complaint is that when attached or detached, if you gently hold/squeeze the pump near cartridge, insulin is pushed through! This happens when putting the pump (mobi) into the case, when leaning on it, when sleeping or manipulating it. This can lead to undocumented insulin being delivered without the patient knowing, leading to severe hypoglycemia. Ref report: mw5169479.